Event description:
Stent was partially deployed. The dr. Was able to anchor the stent and pull back the delivery system resulting in stretching the stent before it released from the system and deployed. The dr. Deployed anther stent over the stretched stent. The pt is fine. This stent was being used in the sfa which is considered off label usage as this device is indicated for use in the biliary tree.